Event description:
A customer in (B)(6) reported a mis-identification of a streptococcus g/c sample associated with the vitek ms system; the sample was incorrectly identified as streptococcus pyogenes. The result (strep pyogenes) was reported to the treating physician and treatment was based on the result; four (4) antibiotics: vancomycin, clindamycin, benzylpenicillin and gentamicin. The physician requested confirmation testing as the patient was known to have other strep group g/c. The customer performed additional testing (lancefield group test, latex agglutination) and identified the sample as strep group c/g. Patient treatment was updated based on additional identification; the treating physician prescribed penicillin and gentamicin. Vancomycin, clindamycin and benzylpenicillin were removed. The customer repeated the same identification tests using the same vitek 2 ms system on a total of six (6) isolates from the same patient, each isolate tested in double (two spots). Following the reported event, a field service engineer visited the customer site to troubleshoot the reported issue and collect log files for further investigation. Analysis of the log files suggested that system tuning should be checked/performed. Based on the information provided by the customer, there is an indication by the physician alleging the reported event caused him/her to provide unnecessary treatment. It is unknown if the misidentification had a negative influence on the medical diagnosis or patient condition; the customer made no claim of death, injury or other adverse event as a consequence of the reported event. The hospital stay was not prolonged as a result of the misidentified organism.

Manufacturer narrative:
Internal investigation was performed against three strains submitted by the customer. The identification of two strains (s.dysgalactiae ssp dysgalactiae 50% / s.dysgalactiae ssp equisimilis 50%) correlates with the results obtained via alternate method (rapid ID strep) and with the customer results. The third strain did not correlate to the customer result. Investigation and troubleshooting was also performed at the customer site by service personnel. After performing operational tests and maintenance checks, a fine-tuning procedure was performed on the customer's vitek ms instrument. Following the fine-tuning, re-testing of the strains provided the expected results. The investigation concludes the performance of the vitek ms ID strip is within specification. Root cause of the reported issue was related to the vitek ms instrument calibration.

Manufacturer narrative:
Device not returned to manufacturer.